Event description:
While servicing the ventilator, the manufacturer's service technician reported the device diagnostic log history indicated there had been a gas supplies lost: safety valve open alarm occurrence. Loss of both gas supplies will affect the function of the ventilator. If the ventilator is operating in normal ventilation mode and no air flow is detected, and the ventilator cannot switch to an oxygen source as it's not detected by the oxygen pressure switch or is disconnected, the ventilator will alarm and the safety valve will open. The occurrence was not reported by the customer, and there was no reported patient harm or involvement. The service technician reported the unit was in storage and was not in use at the time of service. The service technician could not duplicate the occurrence. Applicable testing was completed and tests passed to operating specifications.